Event description:
Related manufacturer reference numbers: 2017865-2022-03646. It was reported that the patient presented in clinic for device changeout procedure. Upon interrogation prior to procedure, it was found that the atrial lead exhibited inappropriate automatic mode switch due to noise over-sensing. It was also found that the right ventricular (rv) lead exhibited high capture threshold. The atrial lead and the rv lead were both capped and replaced on (B)(6) 2022. Patient condition was stable post procedure and was recovering.

Event description:
Related manufacturer reference numbers: 2017865-2022-03646. It was reported that the patient presented in clinic for device changeout procedure. Upon interrogation prior to procedure, it was found that the atrial lead exhibited inappropriate automatic mode switch due to noise over-sensing. It was also found that the right ventricular (rv) lead exhibited high capture threshold. The atrial lead and the rv lead were both capped and replaced on (B)(6) 2022. Patient condition was stable post procedure and was recovering.